Event description:
It was reported that the right ventricular (ra) lead was explanted due to infection. No additional patient adverse effects were reported. The lead is not expected to return for analysis.